Event description:
It was reported that the patient underwent an unspecified spinal fusion procedure using posterior fixation. Approximately five months post-op, the patient is reporting an increased asthma level since the surgery. No additional information is known at this time.

Event description:
It was reported by the health care professional that the patient is now asymptomatic, and has not reported any difficulties with asthma or any other symptoms post-op. It has been reported that this patient had an l4-s1 arthrodesis with tlif performed approximately a year prior to the reported surgery. This surgery was followed by and infection requiring wound revision, and then another surgery to replace the hardware and flush the site again. The identity of the devices used in these three prior surgeries is unknown.

Manufacturer narrative:
The suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are catalog# 7191740, and catalog# 7191650. Neither the device nor applicable test results were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. A review of the device history records is not possible without additional device information.